Event description:
It was reported that on literature review "a bloodless technique for correction of equinovarus deformities by taylor spatial frame: a prospective case series", 2 patients had a pin track infection after a equinovarus correction procedure using a taylor spatial frame device. The events were treated with dressings and antibiotics. Patients outcome is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference case. (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. Doi: 10.1097/bco.0000000000000944.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices were not returned for evaluation. The clinical/medical investigation concluded that, the data presented in the aged article did not provide insight or relevance to current clinical outcomes for the product/device. As of the date of this medical investigation, clinically relevant patient-specific supporting documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the reported pin track infection. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The patient¿s outcome beyond the reported dressings and antibiotics cannot be concluded. Devices specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file, prior actions and sterilization records review could not be performed. A review of the instructions for use documents for fracture fixation devices revealed in the adverse effects section that infections, both deep and superficial, have been reported. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.